Event description:
It was reported that the pacemaker had migrated due to tortuos anatomy and tissue found in the helix, this is suspected to have caused tension which resulted in a lead dislodgement, making the lead exhibit high pacing thresholds and loss of capture after it became dislodged. The dislodgement was confirmed via x-rays. Both the lead and the device were successfully repositioned. There were no patient effects reported